Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by leaving the pump plugged into a working outlet with the original charging supplies, and no further assistance was required.